Event description:
It was reported that during device preparation for use, the stylet was being removed from the catheter and the stent was dislodged off the balloon. The device was not used in the anatomy. There was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx ultra stent delivery system (sds) was returned without blood or contrast visible indicating that the catheter was not prepared for use. The stent implant was returned on the stylet confirming the stent dislodgement report. The protective sheath was returned. There was no damage noted to the stent implant. There were crimp marks on the balloon between the markers indicating that the stent was crimped onto the balloon and that the stent implant was properly positioned and secured at the time of manufacture. The balloon was tightly folded. There was a bend in the hypotube 15cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during packaging, handling and return to abbott vascular for analysis. The protective sheath inner diameter (ID) was measured and met manufacturing specification. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. The stent outer diameter dimensions were outside of the accepted manufacturing specification, however, as the stent outer diameter is verified at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. Since the stent was returned on the stylet with the protective sheath, the stent may have been inadvertently dislodged during protective sheath removal, although this cannot be confirmed. The manufacturing records were reviewed for this lot and there were no non-conforming material records (ncmrs) associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents for stent dislodgement. In this case, based on the information received with this event, the review of the manufacturing records and the analysis of the returned product, a definitive cause for the reported stent dislodgement cannot be determined, however, there is no indication of a product quality deficiency. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.